Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt is unable to communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon evaluation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a severe green (+3.3 v) wire in the trunk cable. The root cause for the severed wire could not be positively identified but was likely physical abuse. No adverse event resulted from the open wire.